Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The tse explained to the customer the possible causes of non-intuitive motion that could have occurred. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there was non-intuitive motion on arm 1. The surgery was already completed when the intuitive surgical, inc. (Isi) technical support engineer (tse) received this call. The tse tried to check the logs, but it was not uploaded. The tse explained that the sterile adapter (sa) installation and/or sandwiched drape could be the cause. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) spoke to the medical engineer (me) and obtained the following information: the me was not present during the case. The case occurred on (B)(6) 2024. And the procedure was completed without problem. During draping, error 23072 occurred, but it was temporary, and the problem was solved, and the procedure had started. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup.

Event description:
Refer to h11 for follow-up information.